Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7076874, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that reported that the spinal cord stimulation (scs) leads displayed high impedances. The patient underwent a procedure where the leads were removed and replaced. Post operatively, the patient was doing well. The explanted devices will not be returned as they were retained by the medical facility.